Event description:
A pt with an implantable pulse generator (ipg) was experiencing pocket stimulation. The dr. Performed an invasive procedure to evaluate the system and was not able to identify a problem. He elected to apply medical adhesive to the seal plugs and entry ports. This appears to have corrected the problem of muscle stimulation.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.